Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) system had high shock impedance readings during an implantation procedure. The physician decided to remove the s-ICD and check the pins. However, it was noted that the pins appeared to be fully inserted. The physician disconnected and reconnected the electrode and the shock impedance was still high. The electrode was retunneled and the system shock impedance was still high. A defibrillation threshold test (dft) was performed and failed. It was noted that the first external shock failed and the second shock was successful. The physician closed the pocket and planned to keep the patient overnight. It was then noted that the shock impedance was dropping. Air around the electrode was suspected as the cause of the initial higher shock impedance. The plan continues to be monitored. At this time, the s-ICD remains in use and no adverse patient effects have been reported.

Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) system had high shock impedance readings during an implantation procedure. The physician decided to remove the s-ICD and check the pins. However, it was noted that the pins appeared to be fully inserted. The physician disconnected and reconnected the electrode and the shock impedance was still high. The electrode was retunneled and the system shock impedance was still high. A defibrillation threshold test (dft) was performed and failed. It was noted that the first external shock failed and the second shock was successful. The physician closed the pocket and planned to keep the patient overnight. It was then noted that the shock impedance was dropping. Air around the electrode was suspected as the cause of the initial higher shock impedance. The plan continues to be monitored. At this time, the s-ICD remains in use and no adverse patient effects have been reported.